Event description:
During a shift check, the customer reported that the device failed to detect the test plug during a user test. Physio-control evaluated the device and found that the device intermittently failed to detect the therapy cable connection, the therapy connector assembly was loose. Hence, the device might not be able to provide defibrillation therapy in the observed condition. There was not pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy receptacle assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy receptacle assembly at the failure analysis center and was unable to duplicate the reported failure. Hence, further cause of the problem could not be determined.